Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that liquid was observed on the reagent carousel of the unicel dxc 600i synchron access clinical system. Customer stated that water was found on top of the reagents, and that 5 milliliters of fluid was removed from the reagent carousel. Customer requested onsite service. On the same day, the field service engineer (fse) inspected the instrument and found water, and possibly other fluids, in the reagent probe drip tray and reagent wheel. The fse replaced the waste vacuum valve, collar wash valve, and a/b valve. The fse also swapped the 3-way valve with the sample side. The fse determined that the root cause of the instrument issue was due to the waste valve's lack of vacuum, which resulted in the fluid not properly draining. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.